Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: noise was generated due to a broken or shorted imaging cable. Noise generated due to imager damage. Noise generated due to circuit board failure. Noise generated due to abnormal continuity caused by internal water immersion. Noise generated due to connector damage or deformation. The event can be detected/prevented by following the instructions for use: inspection of the endoscopic system. Warnings and cautions or precautions. During the device evaluation, service found the ultrasound image was centering off. The insertion tube image tilt was off. In addition, a leak in the instrument/biopsy channel. There were sharp/deep scratches on the probe unit and control body. The rubber adhesive was cracked. The bending angulation was out of specification due to stretching of the angle wires. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a leak was detected from the subject device during preparation for use. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service observed noise in the image. This report is being submitted for the malfunction [image noise] found during the device evaluation.